Manufacturer narrative:
(B)(4) correction - remove "on (B)(6) 2017, patient's mother took patient to emergency room (ER)."

Event description:
On (B)(6) 2017, patient's mother took patient to emergency room (ER). The provided photograph was reviewed on (B)(6) 2017. The complaint of broken sensor wire was confirmed. The provided photograph confirmed broken sensor wire. A root cause could not be determined post investigation.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. The dexcom g5 mobile continuous glucose monitoring system user's guide states: on rare occasions, the sensor wire may break or detach from the sensor pod. If a sensor wire breaks under the skin with no portion of it visible, don't remove it. Contact your healthcare professional if you have redness, swelling, or pain at the insertion site.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 a patient experienced a broken sensor wire. The sensor was inserted at the abdomen on (B)(6) 2017. Patient's mother reported that the sensor did not start-up as expected. Patient's mother inserted a new transmitter on (B)(6) 2017 but it still did not start-up. On day four (4) the sensor was removed. Patient's mother did not visualize the sensor wire at the skin side of sensor pod. Patient's mother reported looking closely at the insertion site, and that it had healed and closed. The first day after sensor removal patient complained of soreness when applying pressure to the former insertion site. Patient's mother could feel the shape of a sensor wire under the skin. On (B)(6) 2017, patient's mother took patient to emergency room (ER). An x-ray exam confirmed the retained sensor wire. Patient's mother is not planning on having sensor wire removed as patient is not experiencing signs of inflammation or infection. Patient's mother will continue to monitor. At time of contact, patient is well. No additional event or patient information is available no product or data was provided for investigation. The reported issue could not be confirmed. The root cause could not be determined.